Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reports that 5 months after the dental implant was placed, in ada site #4 of the patient's mouth, non-osseointegration was observed. Primary stability was achieved. The patient presented inadequate bone quality/quantity and infection. The clinician reported that part of the implant apex was in the sinus and not totally in bone. The device will be forwarded to the manufacturer for investigation. Patient reported pain and mobility at time of implant removal, no further comp

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 5 months after the dental implant was placed, in ada site #4 of the patient's mouth, non-osseointegration was observed. Primary stability was achieved. The patient presented inadequate bone quality/quantity and infection. The clinician reported that part of the implant apex was in the sinus and not totally in bone. The device will be forwarded to the manufacturer for investigation. Patient reported pain and mobility at time of implant removal, no further complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reports that 5 months after the dental implant was placed, in ada site #4 of the patient's mouth, non-osseointegration was observed. Primary stability was achieved. The patient presented inadequate bone quality/quantity and infection. The clinician reported that part of the implant apex was in the sinus and not totally in bone.